Manufacturer narrative:
The reported event of helix damaged was confirmed. A complete lead with stylet inserted was returned in one piece. Visual examination found the helix housing was separated from the ring electrode damaging the distal boot and stretching the inner coil and the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage. The rv lead was removed. The patient was in stable condition.